Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem code: no consequences or impact to patient (B)(4). Device problem: incorrect or inadequate result (B)(4).

Manufacturer narrative:
The evaluation began with a review of the sample aspiration and dispense pm (pressure monitoring) data associated with the discrepant integrated chip technology (electrolyte) results, which shows an anomaly; however, the pm data did not exceed the threshold required to generate an error. Therefore, the results were generated without an error. The sample pm data for the repeat ict testing was not suspicious. Further review of sample pm data associated with the sample in question found suspicious pm data for the albumin and urea assays, but again the pm data did not exceed the threshold required for a pm error. A review of the instrument history log finds error code 3375 (unable to process test, aspiration error occurred) occurring 13 times and error code 3104 (unable to process test, liquid contact broken during aspiration for sample pipettor at sample carrier) occurring twice, which indicates that pressure monitoring and liquid level sense functions are performing as expected. A random scan of other sample pm data reveals other examples of suspicious pm data that did not exceed the threshold required for a pm error. The review indicates sample integrity and/or handling may be an underlying issue for this customer in general. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn (B)(4), january, 2010) and the ict (sodium, potassium, chloride) sample diluent package insert ((B)(4), october 2009) contain information to address the customer's current issue. Based on the current available information, the discrepant ict assay results appear to have been caused by a sample integrity issue that was not detected by the user and/or by the c16000 pm system; the pm data did not exceed the threshold required to generate a system error. A product deficiency was not identified.

Event description:
The customer observed one patient sample that generated the following results on an architect c16000 analyzer: sodium = 124 mmol/l; potassium = 3.6 mmol/l; chloride = 95 mmol/l. The customer retested the sample after a delta check alert from the middleware. The retest results: sodium = 141 mmol/l; potassium = 4.1 mmol/l; chloride = 107 mmol/l. Controls have been within specifications and no suspect results were reported from the lab. The customer stated that the second set of results were correct and that the sample was clear with no signs of a clot or fibrin. A review of the instrument logs found that for the first set of results, there was an anomaly in the pressure monitoring score that was not sufficient to trigger a clot error. The retested sample had a normal pressure monitoring score. It is suspected that fibrin had prevented complete aspiration of the sample. No other instrument issues were noted. There is no impact to patient management reported.